Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Diabetes educator reported hospitalization due to high blood glucose. Caller stated that customer's insulin pump was suspending on it's own and the sensors were not reading correctly. The blood glucose reading at the time of the event was over 400 mg/dl. Diagnosed diabetes ketoacidosis. Customer was vomiting. Customer was admitted to ICU. Nothing further reported.